Manufacturer narrative:
To change part umber from ar-8400ctd to ar-8400td.

Event description:
It was reported that during an arthroscopic medial meniscectomy when shaving soft tissue a metal shrapnel came off the torpedo. This happened also with the second device. All broken off parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device by changing from a torpedo to an excalibur device. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Three ar-8400td, two unpackaged and one packaged, were received for investigation. The device received in the package is batch n° 14962308. The others two have no batch number on the part. The visual inspection identified that the cutting tip at the distal end of the outer tube torpedo and the inner overmold torpedo tip had shaving/splinters before receipt for investigation. The fragments generated during the event were not returned for analysis. Corresponding damage was present to the cutting window at the distal end of the outer and inner tubes. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use.